Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.

Event description:
The customer reported the sys displays a blank screen and makes a strange noise. No pt injury was reported.